Event description:
This lead was capped due to a possible lead fracture. This lead exhibited shock impedance less than 25 ohms. On (B)(6) 2011, the pt received 14 shocks, all with impedances less than 25 ohms, during a procedure when the magnet slipped. Prior to the procedure on (B)(6) 2011, the shock impedance was 59 ohms. Should additional info become available, this record will be updated.